Event description:
Additional information was received from the patient. They reported that they had an MRI and noticed afterwards the stimulation sensation was more to the front of their vagina and slowly moved to the back. They had worked through all the programs and requested an email be sent to the manufacturer representative. An email was sent to the field.

Manufacturer narrative:
B3: event date is approximate (month and year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a return of bladder symptoms especially at night. Sometimes they wake up wet and other times they cannot make it to the bathroom. The patient reported the return of symptoms when the doctor took them off the bladder medication rubetric. The patient increased amplitude on program 5 to a point where they feel comfortable stimulation. The patient will monitor symptoms and adjust again if needed. The patient was implanted for bladder symptoms, but was told it could help with bowel symptoms as well. They are reaching out to the representative for help with programming to help with bowel symptoms as well. They stated they have a 'big bump' where the ins was placed and confirmed that is it not a problem, it is just the body healing. The patient called back and said they turned it up because was having accidents. They raised it from 2.5 to 2.8 volts on program 5. Every so often, the patient feels like a there is a tree branch more up in front of them. Stimulation was in vaginal area in trial and now it is more in the front and once in a while like a poke like, "I am here". Had the patient decreased to 2.7 volts on program 5. The patient still feels it but it's not as sharp. Lowered it to 2.6 volts and still feels it but feels it more at back, but it is still uncomfortable. The patient said it feels like an itch inside. The patient then changed to program 4, and feels the stimulation in rectum and in front at 2.3 volts. The patient also has irritable bowel syndrome and constipation. The patient can't get from bed to bathroom without having a bladder accident. They didn't have this issue with the trial. Their pelvis has tendency to go out of alignment. Patient mentioned sometimes feeling the stimulation and sometimes not feeling it in different positions. The patient was advised that is known that positional movements can cause different stim sensation. The patient mentioned the stim doesn't feel like it should. They changed to program 6, and felt stimulation at spine on their back. Changed to program 7, and felt at crack of butt. Changed to program 3. During the trial the patient was at program 3, and the manufacturer representative (rep) told them to move to program 5 because the patient was not having any luck. Then they were trying to do bladder and bowel at the same time. The patient said on program 3 they feel stim more in the middle. It is more around the vagina area. Feel more on the left side 1.8 volts. When walking, they don't feel it at all. The patient is going to stay on this level. The patient said, it is hard to know what the right setting is because they have a high level of pain tolerance. Told caller to monitor their symptoms for a couple days on the new program and see if they get relief of symptoms. Additional information was received from the patient. They reported that it's vibrating between the vagina and rectum but also the left buttock. The patient also reports it vibrates up into the stomach which isn't painful but makes her sick. Recommended patient decrease amplitude. The patient expressed frustration with lack of education and therapeutic effect. They have already tried several different programs and changed programs since the last call. Recommended patient contact managing physician to discuss therapy concerns. Additional information was received from the patient. They reported that the patient was dribbling all the time now. They did not have a feeling they had to go until they had to run. When they got the implant, for the first two weeks, they never told them to stop taking their overactive bladder medication, and it worked great with the implant and the medication. As soon as they went off the medication, they had a return of symptoms. The device was helping some with the symptoms. They met with a manufacturer representative in october, who mentioned they were going to have them turn the stimulation off for a period of time. The patient had been fooling around with the settings and couldn't figure it out. They checked their current setting and were on program 5 at 2.5 volts. At the beginning, they were on program 3 but went to program 5 because that worked best when they were on the medication. They increased stimulation on during the call to 2.7 volts and said that was too much so they went down to 2.6 volts. It sometimes felt like it vibrated their whole body; it felt like it vibrated into their stomach. They said maybe it was just how they moved.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation being felt in the spine and sometimes the whole body was it was too high. They had tried other settings, but the issue was not resolved, it was noted no further actions would be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.